Event description:
The patient had an ep study with ablation on (B)(6) 2011 and it was noted that the rv lead had pulled back; probably from twiddler¿s syndrome. The patient was brought in on (B)(6) 2011 where the entire system was removed from the left side. On (B)(6) 2011, patient was brought in for ICD insertion on the right side. Implant was successful.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.